Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized due to high blood glucose and was 380 mg/dl at the time of admission. The patient blood glucose was 181 mg/dl before dinner but before bedtime the patient had reached 300mg/dl and the patient got treated with intrvenous injection. The duration of hospitalization was for more than 24 hours. Patient experienced the symptoms of tiredness, weakness and vomiting at the time of the event. No further information available.